Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to defective generator board. There was an additional finding of the type plate label was missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Event description:
The customer reported to olympus that the hf unit "esg-400" system keeps restarting with an e433 error message. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.